Manufacturer narrative:
Updated: section d: device identifier (gtin) updated. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A portable oxygen concentrator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the complaint of "unit running rough" was confirmed. The device was also alleged to have low oxygen purity, high pressure, and the output was restricted on the device. The 3rd party service center stated the device would not be returned as it was repaired and sent back to the patient.